Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead dislodged with sheath introduction. The physician felt that the rv lead was subject to too much torque to be used. Per the physician, the insulation had been significantly twisted and they didn't feel comfortable using the rv lead even though it tested fine electrically. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.